Event description:
It was reported that the patient's pacemaker exhibited noise leading to oversensing. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Additional information was requested but not yet received.

Manufacturer narrative:
The reported events of over-sensing and high impedance were not confirmed. The device was received for analysis. Electrical testing, mechanical analysis, sesitivity testing, longevity assessment and visual inspection did not find any anomalies.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket: (B)(4). The initial submission attempt was performed on september 23, 2022.

Event description:
New information received notes that the pacemaker exhibited high pacing impedance.